Event description:
It was reported that consumer claims the trex20rp wheelchair is broken. They said they put it in a storage locker at the facility without opening it. When they went to put it out on a patient, they found it was broken.